Event description:
A customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer has been provided with the replacement device. Stryker further evaluated the customer¿s device at the product analyses center (pac) and was not able to duplicate the reported issue. The device was able to power on and operate without discrepancies during testing. A cause of the reported issue could not be determined. The customer's device was archived by stryker.